Event description:
It was reported that the patient presented for a left ventricular lead implantation. During the procedure, it was noted that there was severe stenosis in the posterolateral vein noted during the left ventricular (lv) lead implantation, which was hindering the lv lead advancement. Following balloon dilatation, there was a perforation of the vein, resulting in hypotension with chest pain. Echocardiography showed mild pericardial effusion. The perforation was sealed with glue injection, and lv lead placement was performed. At the 4-year follow-up, the patient's ejection fraction improved with an excellent lv threshold and good synchronization. No additional patient symptoms were reported.

Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient presented for a left ventricular lead implantation. During the procedure, it was noted that there was severe stenosis in the posterolateral vein noted during the left ventricular (lv) lead implantation, which was hindering the lv lead advancement. Following balloon dilatation, there was a perforation of the vein, resulting in hypotension. The perforation was sealed, and lv lead placement was performed. At the 4-year follow-up, the patient's ejection fraction improved with an excellent lv threshold and good synchronization. No additional patient symptoms were reported.